Manufacturer narrative:
Retainer ring = black. A blank display was noted after battery installation. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. After visual inspection, however, there is corrosion in/around the following: battery compartment, battery board. The two boards electrical board 1 and electrical board 2 and the internal battery were pulled out of the case and inserted into a known good case. Device was able to power up normally. Thus software was then utilized and uploaded trace/history files properly. The software version was then able to be obtained from the device's pump history file. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. Using the adapt tool to determine unexpected battery power losses, one "low battery" alert occurred within a day of the previous alert, and a "change battery" alert occurred on the same day. Both alerts are shorter than the expected duration of 1 week. In summary, the blank display and the abrupt "low battery"/¿change battery¿ alerts are all due to the moisture damage inside the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on back after restart and also insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.